Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced asthma exacerbation requiring hospitalization. No further treatment was reported for the asthma exacerbation. The physician assessed that the event was possibly related to the patient¿s third bt treatment. On (B)(6) 2016 the patient was discharged from the hospital. On (B)(6) 2017 the event was resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator fev1: 2.00 fev1 % predicted: 66.70 fvc: 2.21 fvc % predicted: 63.90. Post-bronchodilator fev1: 2.03 fev1 % predicted: 67.60 fvc: 2.34 fvc % predicted: 67.40.